Event description:
It was reported that the device was difficult to dock to the delivery catheter during the repositioning attempts throughout the implant procedure. During the final repositioning, the device helix became stretched. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of docking issue could not be confirmed and the event of stretched helix was confirmed. A visual inspection revealed that the outer helix length was stretched out of specification consistent with occurring during the procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.